Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming no disposable, pump won't run and no disposable, clamp tubing. It was reported the alarming occurred within a few hours of completion of the infusion. No additional information is available at this time.